Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number ramcre/vcp371h50 and no non-conformances related to the reported complaint condition were identified. Actual: one opened foil packet with a needle and suture product code vcp371 was returned for analysis. Upon visual analysis of the returned sample revealed that clip off defect was observed in the sample. The barrel hole was examined and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. The clip off defect observed during the visual assessment has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off was identified during the investigation of the sample received. This product issue will be addressed through quality system. Representative samples: packet of product code vcp371 was returned for analysis with the packaging closed. Upon initial inspection of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packets was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to damaged or breakage sutures and no defects were observed during evaluation. Functional test was performed, and the pull force and tensile strength were above the minimum requirements. (B)(4). Additional information was requested, and the following was obtained: what was the procedure date? Ans: should be around (B)(6). Please clarify how many packs sutures were detached from the needle: ans: 3 packs were detached from the needle during use. Please clarify how many sutures broken during use: ans: none. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m. Events were submitted via 2210968-2021-08164 and 2210968-2021-08174.

Event description:
It was reported that the patient underwent a knee procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. There were no patient consequences reported.